Event description:
The customer reported that there was no x-ray, even with new b300 board. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service replaced the f5 fuse on the b116 workstation board. The system operates as intended.